Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip opening during establishing the final arm angle. It was reported that the patient underwent a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was steered and advanced into the left ventricle without any issues. Once the clip arms were aligned, a successful grasp was made. The deployment sequence was started, the first establishing the final arm angle (efaa) was successful and the lock line was removed. During the second efaa the clip arms opened from approximately 20 degrees to 50 degrees. It was attempted to establish the efaa again and the clip arms appeared to open again. At this point it was decided to remove the clip from the patient. Unfortunately, the clip would only open to about 50 degrees, therefore it could not be inverted or removed. The clip was closed even further and additional troubleshooting was performed in an attempt to establish the final arm angle again. Upon assessing the efaa for the fifth time, the clip arms did not open more than 30 degrees. At this point the clip arms seemed stable at 30 degrees so the decision was made to deploy the clip. Once the clip was deployed, no other issues were noted but the mr jet increased from mild to a moderate degree. A second ntw clip was placed on the medial side of the first xtw clip and the mr was reduced to a grade of 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. Based on the available information and without the device to analyze, causes for the reported clip opening during efaa and inability to open the clip could not be determined. There is no indication of product issue with respect to manufacture, design or labeling. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).